Event description:
During procedure, an intellanav mifi open-irrigated catheter was selected for use. It was reported that when the package was opened, it was noted that a piece of the handle was broken off and the irrigation port had been clipped off. The device was never in service or never used and the procedure was completed successfully with no patient complications. The device will not be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.